Event description:
It was reported that when the package was opened, found out the package "leaked". No patient complications. Follow up with customer indicated that the package was not air proof.

Manufacturer narrative:
Device not returned.